Event description:
Revision knee replacement due to subsidence of the tibial base plate and polyethylene wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown polyethylene insert. An evaluation of the device cannot be performed as the device was discarded by hospital staff and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.